Event description:
The reporter stated the haptic of a bausch & lomb lens was twisted during preparation for use due to the msi-pf injector. There was no pt contact.

Manufacturer narrative:
Haptic twisted.